Manufacturer narrative:
The subject device is not available.

Event description:
It was reported the guidewire softtip broke; there was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore neither physical nor functional evaluation could be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
It was reported the guidewire softtip broke; there was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
The guidewire was returned in 2 fragments. Inspection of the returned device found the polytetrafluoroethylene (ptfe) was peeled off at the fracture site and noted bends/kinks several places along the guidewire length, likely due to procedural factors. Magnified examination of the fracture site and analysis of scanning electron microscopy (sem) images to further characterize the fracture showed the guidewire was likely bent and pulled, subsequently resulting in the reported event. Based on the location of the bends and fracture, it is likely the guidewire was damaged during the procedure, and further manipulation of the bent guidewire resulted in the break. The ptfe coating appeared to have peeled from an insecurely tightened torque device, however, this cannot be conclusively determined as the torque device used in this procedure was not returned for analysis. Based on the information available and investigation results, an assignable cause could not be definitively determined. An assignable cause of operational context was assigned to this investigation.

Event description:
It was reported the guidewire softtip broke; there was no clinical consequence to the patient as a result of this event.